Event description:
Related manufacturer reference number: 2017865-2023-05067. It was reported that the patient presented to the hospital on (B)(6) 2023 for a follow-up. Upon examination, the implantable cardioverter defibrillator (ICD) was discovered to have loose set screw. Also, there was over-sensing of noise and varying pacing lead impedance on the right ventricular (rv) lead. The physician performed programming changes to the rv lead. The ICD was explanted and replaced on (B)(6) 2023. The patient was in stable condition throughout.

Manufacturer narrative:
The reported event of noise sensing and unstable lead impedance was confirmed by reviewing of the device image. The cause of noise sensing and unstable lead impedance events was due to external (non-device related) factors. The device functioned properly and according to its programmed settings. The reported event of setscrew anomaly could not be confirmed. Visual inspection of the septum, setscrew, and contact spring did not reveal any anomaly that could contribute to the reported event. Telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were tested and found to be normal.